Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd unknown angiocath during a voice of customer study the following feedback was received: clinician (CT tech) stated that with "angiocath" as soon as you start your IV you need to really hold down pressure and even when you hold down pressure sometimes there's blood coming out "clinician used this as an example to explain why she prefers nexiva diffusics which is a blood control device versus the non-blood control device. Clinician stated product was angiocath but angiocath name is used by various manufacturers. It was not clear whether the hospital uses bd angiocath product or a product from a different manufacturer. Comment observed during a voice of customer research study. Comment was general in nature. Clinician was not referencing a specific event. No additional information is available at this time for the reported issue unknown if this has already been reported to bd"